Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device did not fire, jammed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clips. The analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 4 conforming clips, 1 double feed, 2 clips with gap and the advancer bypassed 1 clip causing pear shaped clip. The device was disassembled and no anomalies were found with the internal components. Care should be taken during full cycle of the trigger to ensure proper clip feeding and clip formation, as per the warnings and precautions included in the instructions for use: the trigger must be fully squeezed against the handle to ensure complete clip formation. Ensure full release of the trigger after firing. A partial release of the trigger may disrupt clip feeding sequence and may result in clip malformation. A corrective action has been initiated to address the root cause of the firing issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.